Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('the right essure coil was transected with the ligasure at the cornua, and the remaining piece was pulled from the cornua without difficulty'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo confirmation test". The patient's medical history included: hives and allergy. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced urticaria ("hives"), vaginal haemorrhage ("vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and micturition urgency ("urinary problems-urgency"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), blood loss anaemia ("bleeding anemia"), dermatitis allergic ("allergy-rash/skin condition"), alopecia ("hair loss"), headache ("headaches"), vision blurred ("vision problems-blurry vision"), pruritus ("itching") and pelvic discomfort ("pelvic pressure"). And was found to have hormone level abnormal ("hormonal changes"). And weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of bilateral essure coils). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, blood loss anaemia, dermatitis allergic, bladder disorder, micturition urgency, fatigue, alopecia, hormone level abnormal, headache, vision blurred, weight increased, pruritus, urticaria, vaginal haemorrhage, heavy menstrual bleeding and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, blood loss anaemia, dermatitis allergic, device breakage, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, micturition urgency, pelvic discomfort, pelvic pain, pruritus, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea. Insertion date: (B)(6) 2011 (discrepancy noted). Concerning the injuries reported in this case, the following ones were described, in patient¿s medical records: device breakage. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-oct-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the right essure coil was transected with the ligasure at the cornua, and the remaining piece was pulled from the cornua without difficulty') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included hives and allergy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urticaria ("hives"), vaginal haemorrhage ("vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and micturition urgency ("urinary problems-urgency"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), blood loss anaemia ("bleeding anemia"), dermatitis allergic ("allergy - rash/ skin condition"), alopecia ("hair loss"), headache ("headaches"), vision blurred ("vision problems-blurry vision"), pruritus ("itching") and pelvic discomfort ("pelvic pressure") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of bilateral essure coils). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, blood loss anaemia, dermatitis allergic, bladder disorder, micturition urgency, fatigue, alopecia, hormone level abnormal, headache, vision blurred, weight increased, pruritus, urticaria, vaginal haemorrhage, heavy menstrual bleeding and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, blood loss anaemia, dermatitis allergic, device breakage, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, micturition urgency, pelvic discomfort, pelvic pain, pruritus, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea. Insertion date: (B)(6) 2011 (discrepancy noted). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter information, patient medical history, product removal details added. Event: the remaining piece was pulled from the cornua without difficulty added. Case category updated to serious incident. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.